Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors instrument could not be controlled and was replaced by a new one. Cable was found to be broken during central processing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all. The movements of instrument were less. It did not follow surgeon's directions. The timing of instrument movement was not appropriate. The issue was persistent. No report of any collision. The instrument was inspected prior to use with no noted damage. The issue was noted 30 minutes after the start of the procedure.